Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented at the hospital for non-device related reasons. The device triggered an alert for a software reset. It was also noted that the device had delivered multiple shocks and has reached elective replacement indicator. The device will be replaced. The patient was in a stable condition.